Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed the interim director of surgical services at the user facility that the black colored tip of the resectoscope (inner sheath) break off into multiple pieces inside the bladder of a patient. An x-ray was used an all pieces were believed to be retrieved. Prior to insertion, the scrub nurse inspected the sheath tip, and everything was intact. There were no cracks, and everything appeared functional. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. And correction to g3. Correction to g3 of the initial medwatch. The aware date should be 08-mar-2022. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. Based on the results of the investigation, it is likely that the damage of the insulation material of the sheath was caused, by thermal mechanical overload, improper handling and/or mechanical impact like fall, shock or similar stress. The following information is stated, in the instructions for use: "4.1 inspection and testing. Inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures). Risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center". Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.